Manufacturer narrative:
(B)(4). Batch # unk. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: were there any patient consequences? If yes, please describe. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown procedure the el5ml device didn't fire and malformed clips. It is unknown how procedure was completed. Patient consequence was not reported.

Manufacturer narrative:
(B)(4). Date sent: 2/10/2022. D4: batch # v9477l. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Upon visual analysis of the returned sample, it was determined the el5ml device was returned with no damage to the external components. Upon visual inspection, one clip was noted to be jammed inside the shaft. The clip was removed in order to perform functional testing. In an attempt to replicate the reported incident, the instrument was tested for functionality. During the analysis, the device was cycled and it fed and formed five conforming clips. In addition, the device locked out as intended. The jammed clip may have caused the device to not fire the clips properly or at all; however, no conclusion could be reached regarding what may have caused the clip jamming. It should be noted that product failure is multifactorial. Although no conclusion could be reached on the cause of the reported event, the instructions for use contain the following: "caution: insert the clip applier through an appropriately-sized trocar. The empty jaws will passively collapse as they are inserted through a 5 mm trocar and reopen when completely through the trocar. Prior to positioning the jaws around the tubular structure or vessel, load a clip into the jaws by partially squeezing the trigger in a smooth continuous motion for approximately one-third of the total firing stroke. Prior to loading a clip in the jaws and firing the instrument: ensure that the jaws are fully open by verifying that the line of demarcation between the jaws and the instrument shaft is past the distal end of the trocar cannula. Prior to positioning the jaws around the tubular structure or vessel, load a clip into the jaws by partially squeezing the trigger in a smooth continuous motion for approximately one-third of the total firing stroke. Position the jaws with the preloaded clip completely around the tubular structure or vessel to be ligated. The structure to be ligated should be positioned against the apex of the clip." As part of our quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance. A manufacturing record evaluation was performed for the finished device batch number and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent: 1/11/2022. H2: additional information received: were there any patient consequences? If yes, please describe. : no.